Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the programmer was hot and had a burning smell. It was confirmed that the power cord bay was broken. It was also indicated that the system fan was noisy and that a keyboard hinge was broken. It was also indicated that the programmer failed an output test relating to the link electronic module (lem) board. These parts were replaced and the programmer passed final functional and system tests.

Event description:
It was reported that when the programmer was turned on there was a "hot" or burning smell from the programmer. The programmer also required repair to the power cord enclosure. The programmer was returned for service. No patient complications have been reported as a result of this event.